Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. System batteries were replaced. The system was tested and operated as intended.

Event description:
The customer reported the 9600 system displayed a precharge failure error message. No pt injury was reported.